Event description:
It was reported that the ilet issued an occlusion alarm while the user was on a steel contact detach infusion set with 23-inch tubing, with observed air in the tubing and cartridge and persistent hyperglycemia at 296 mg/dl. The set was changed and delivery was resumed, and the event was associated with obstruction of flow involving the connector/coupler component. Customer care provided support that included follow-up communication to assess glucose stabilization. Investigation of this case revealed recurrent occlusions tied to an obstruction of flow, and the issue resolved after supply change, indicating a component-related problem involving the connector/coupler. No clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy until the infusion set was replaced and delivery resumed without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a component-related occlusion leading to delayed insulin delivery.